Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 4.50 x 20mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, the proximal shaft of the stent was broken and could not be delivered. Another synergy xd des was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.50 x 20mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break at the guidewire exchange port. A microscopic examination of stent found no sign of damage, stretching or lifting of the stent struts. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 4.50 x 20mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, the proximal shaft of the stent was broken and could not be delivered. Another synergy xd des was used to complete the procedure. No patient complications were reported.